Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that there was a missing set screw part.

Event description:
It was reported that during the implant procedure, the ventricular lead setscrew had no resistance to the rotation of the screwdriver and did not make the noises typically made when tightening the setscrew. When the screwdriver was removed, the setscrew was also removed. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.